Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy procedure, the jaws of the vessel sealer instrument would not open. The customer believes that the instrument completed a seal and cut function but the jaws would not open. The surgeon then attempted to seal and cut again but the issue persisted. The surgeon used an "alternate surgical means" to ensure the vessel was sealed before cutting tissue. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted troubleshooting with the customer but the jaws of the instrument would not open. The planned surgical procedure was completed with no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained the following additional information: the customer used a harmonic ace instrument to ensure the vessel was properly sealed.